Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 750 hematology analyzer was generating fluid detector fd2 errors. Customer reported that there was a clear fluid leak inside the instrument. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak at the tubing through valve vl117. The tubing had a hole in it. The fse replaced the tubing through vl117. The tubing through vl117 can carry diluent, clenz or blood. The fse also replaced the tubing through vl115. The tubing through vl115 can carry diluent, clenz or blood. The fse verified the repairs were performed per established procedures. The fse verified the instrument ran without any errors after the repairs.